Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was brought in for revision surgery due to what was thought to be an infection. During the revision surgery, when the head was removed from the stem, the surgeon commented on a grey staining around the trunion and what appeared to be metal debris surrounding the area. The intraoperative labs did not confirm an infection, the surgeon therefore did a single stage revision with an accolade stem and exchanged the liner with a new x3 liner.